Event description:
It was reported that during ptca/atherectomy treatment procedure, the physician found a pinhole rupture at 1 atm when the balloon was pre inflated with a syringe outside of the body. The bio ranger balloon was replaced with another bio ranger balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.